Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for examination. After physical review of the part, it is noticed that piece is not cracked but broken. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b1 (is product problem), d4 (lot #), d9, h4 and h6 corrected: h1 and h3.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Email received from cssd technician with a list of broken instruments that have incurred damage over the last week. List contains the items that are broken / damaged. No detail to how the damage has occurred or the extent of the damage has been provided. This will be followed up by myself.